Event description:
Customer received result of 185 mg/dl on the mobile system, and a result of 99 mg/dl on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the test strips were not returned; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number 490878, expiration date 09/30/2013). (B)(6).